Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one evsrf 60cm catheter was received for evaluation. Multiple kinks were observed throughout the shaft of the catheter, which were likely due to the manner in which the device was packaged for return. Therefore, the kink will be considered incidental. During further inspection of the device, the proximal battery was noted to be partially seated in the battery holder. The catheter passed all functional testing. When testing using the 2.5cm treatment length, the length did not reset to 10cm as reported by the customer. However, as the catheter was reprogrammed in order to complete functional testing, the investigation is inconclusive for the reported inappropriate or unexpected reset and power problem. A definitive root cause for inappropriate or unexpected reset and power problem could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an rf ablation procedure, the first segment was allegedly treated with 2.5 cm segment. After this 20 sec cycle, it was reported that the treatment length shown on the display went back to default of 10cm and then the screen shut down and home screen appeared. It was further reported that another catheter was used to successfully complete the procedure. The patient was not impacted negatively, and no patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: one evsrf 60cm catheter was received for evaluation. Multiple kinks were observed throughout the shaft of the catheter, which were likely due to the manner in which the device was packaged for return. Therefore, the kink will be considered incidental. During further inspection of the device, the proximal battery was noted to be partially seated in the battery holder. The catheter passed all functional testing; however, as the catheter was reprogrammed in order to complete functional testing, the investigation is inconclusive for the reported inappropriate or unexpected reset and power problem. Although the proximal battery was partially seated, a definitive root cause for inappropriate or unexpected reset and power problem could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an rf ablation procedure, the first segment was allegedly treated with 2.5 cm segment. After this 20 sec cycle, it was reported that the treatment length shown on the display went back to default of 10cm and then the screen shut down and home screen appeared. It was further reported that another catheter was used to successfully complete the procedure. The patient was not impacted negatively, and no patient injury was reported.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has not been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an rf ablation procedure, the first segment was treated with 2.5 cm segment, after this 20 sec cycle, it was reported that the treatment length shown on the display went back to default of 10cm and then the screen shuttled down, and home screen appeared. It was further reported that another catheter was used to successfully complete the procedure. The patient was not impacted negatively, and no patient injury was reported.